Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported that patient was injected with 1.4cc juvederm vista volift xc in forehead, between eyebrows, nasolabial fold, and lips. Two months later, patient developed swelling at injection site and visited hospital for blood collection, steroid drip, and antibiotic drip for 3 days until symptoms subsided. Three days later, swelling returned. Patient returned to hospital as they could not open eyes and developed throbbing pain. Patient was treated with steroid and antibiotic drip. Patient was prescribed oral steroid and scheduled for drip medication for another three days. Event is ongoing.

Event description:
Healthcare professional reported that patient was injected with 1.4cc juvederm vista volift xc in forehead, between eyebrows, nasolabial fold, and lips. Two months later, patient developed swelling at injection site and visited hospital for blood collection, steroid drip, and antibiotic drip for 3 days until symptoms subsided. Three days later, swelling returned. Patient returned to hospital as they could not open eyes and developed throbbing pain. Patient was treated with steroid and antibiotic drip. Patient was prescribed oral steroid and scheduled for drip medication for another three days. Event is ongoing.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 980/1. Continued e1. Facility name: (B)(6). Continued h6. Investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with 1.4cc juvederm vista volift xc in forehead, between eyebrows, nasolabial fold, and lips. Two months later, patient developed swelling at injection site and visited hospital for blood collection, steroid drip, and antibiotic drip for 3 days until symptoms subsided. Three days later, swelling returned. Patient returned to hospital as they could not open eyes and developed throbbing pain. Patient was treated with steroid and antibiotic drip. Patient was prescribed oral steroid and scheduled for drip medication for another three days. Event is ongoing.